Event description:
It was reported that an ez35b was used during a laparoscopic appendectomy. It was reported by the affiliate that the instrument could not be fired completely. The device then could not be opened. The surgeon tried to open it by applying excessive force. The instrument broke and some parts fell into the patient. All the parts were removed. The procedure was completed with another device with no further complications.